Event description:
The end of the plastic lock on trocar seal broke off compromising the seal and causing a leak of co2. In order to complete the operative procedure, the laparoscopic birch procedure was converted to an open method procedure.